Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed and stopped her insulin delivery. The patient's blood glucose at the time of incident exceeded 400 mg/dl. During troubleshooting the customer was able to rewind her insulin pump. However, she was advised to discontinue use of the device and revert to a medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had a pump error 53 alarm found in the pump history due to software error (tt=2252). The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.